Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 26 mg/dl while wearing the pod and the patient was unresponsive and had fell and hit their head. The patient was taken by ambulance to the hospital. Once at the hospital the patient had an x-ray and a computed tomography. The patient received 6 stitches in their forehead as well as intravenous sugar. The patient was released from the hospital after a few hours.

Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. The pod was returned with the needle mechanism fully deployed. The investigation found that fluid was able to freely travel the complete fluid path. The pod data showed no evidence of timeouts or drive stalls, indicating the pod did not struggle to deliver insulin during runtime. The pod data showed the device generated an 0x22 "main is in critical" alarm. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0x22 alarm could not be determined. This hazard alarm did not contribute to the user reported event.